Event description:
Reporter alleged obtaining discrepant patient results of 88 mg/dl on the inform system compared to a lab measurement of 283 mg/dl when testing was performed 4 minutes apart. Reporter stated the patient was not treated and no actions were taken based on the system reading. Reporter indicated quality control testing was performed after the comparative testing and both levels of controls were found to be in range. A request was made for the return of the suspect device and replacement product was sent.